Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the catheter was cut. Functional analysis could not be performed due to the condition of the device. The device failure likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophageal dilatation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon initially failed to inflate, and after several seconds, the pressure suddenly increased to 3 atm. After, there was an attempt to remove the inflation medium; however, the water could not be removed from the balloon. The device was removed together with the endoscope from the patient, and the catheter was cut in order to remove the device from the endoscope. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophageal dilatation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon initially failed to inflate, and after several seconds, the pressure suddenly increased to 3atm. After, there was an attempt to remove the inflation medium; however, the water could not be removed from the balloon. The device was removed together with the endoscope from the patient, and the catheter was cut in order to remove the device from the endoscope. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.